Event description:
Same case as MDR ID# 2134265-2012-03242. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The 2.0 x 20mm maverick 2 mr balloon catheter was advanced through a 7fr non bsc introducer sheath and a 7fr mach1 jl3.5sh guide catheter over a non bsc guide wire. The balloon was inflated to 8atms and ruptured on the first inflation. The device was removed and a 1.5 x 15mm maverick 2 mr was used and inflated to 12atms and ruptured upon 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2012-03242. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The 2.0 x 20mm maverick 2 mr balloon catheter was advanced through a 7fr non bsc introducer sheath and a 7fr mach1 jl3.5sh guide catheter over a non bsc guide wire. The balloon was inflated to 8atms and ruptured on the first inflation. The device was removed and a 1.5 x 15mm maverick 2 mr was used and inflated to 12atms and ruptured upon 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: an examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal edge of the distal markerband for a total length of 20mm. A detailed examination of the balloon and markerbands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).